Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received tachycardia therapy for atrial fibrillation (af) where therapy was exhausted. Boston scientific technical services (ts) discussed that discriminators are not available in the shock zone and the af rate was above 220. After all shocks were delivered the atrial rate remained above 200 beats per minute, thus the patient was started on metoprolol. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no adverse patient effects were reported.